Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had constant tone and alarmed after customer dropped the insulin pump. Customer's blood glucose was unknown. After troubleshooting, the customer will wait for 2 hours to see if a new battery will resolve the issue. Customer called back and reported that he placed new battery and the tone on the insulin pump stopped but the screen was completely black. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
After the battery installation the insulin pump had a full segment display anomaly due to a faulty connector on the interface board. No alarms could be verified due to this anomaly. No audio anomalies were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.